Event description:
Laser fiber was engaged and in use. During procedure, laser showed "error" and at one point the laser made a pop sound. Surgeon said he thought he saw a flash or spark at the machine. The fiber was changed out and the case was completed without further incident. No apparent patient harm. Spark was not seen by the nurse. FDA safety report ID (B)(4).